Manufacturer narrative:
The actual device was returned for eval. The catheter was fractured approx 1/8" from the hub. The fractured area appeared angular, and clean cut indicating that the catheter had been cut. Based on add'l info provided by the facility and the sample eval, it appears the user may have accidentally cut the catheter with a scissors or sharp implement while cutting the tape to remove the catheter. However, no specific conclusions can be drawn. We have not identified any mfg defects or quality deficiencies that caused this incident. It should be noted that similar incidents in the history of this product indicated that when removing the tape and/or dressing from the catheter insertion site, a nurse may use scissors and inadvertently cut the catheter. Standard nursing practices indicate to never use scissors or other cutting implements around IV sites. All available info has been provided to the actual MFR., b. Braun medical industries.

Event description:
As reported by the user facility: the IV catheter broke off in the pt and the pt had to undergo surgery to remove the catheter. Add'l info provided by the facility indicated the catheter fragment was removed intact and the pt suffered no add'l adverse sequela associated with this incident. It has been reported that the incident occurred when the catheter was being removed. The lot number and the item number remain unk.